Event description:
It was reported that the permanent cautery hook instrument tip was noted to be messed up during reprocessing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument cautery hook sub assembly had light material missing and scratches all around the sub assembly. The instrument ceramic sleeve insulator was broken and had missing pieces at the distal end. The tan plastic tube adapter had various gouge marks all around the distal end. The gouges were mostly oriented in the axial direction. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the ceramic sleeve, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.